Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room with syncope. When the device was interrogated there was noise on the right ventricular (rv) lead which was being oversensed and resulted in pacing inhibition of greater than two seconds. It was also noted there was intermittent loss of capture. A x-ray was performed and it was confirmed that the rv lead was fractured. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.